Event description:
Customer states " patient had two stents, one was removed without problems, but the second retracted into the ureter. The stent is to be removed at a later date, the doctor will advise and will return the stent for evaluation. After surgically removing the stent, dr. Informed that the device would not be returned for evaluation, however, he advised that the stent at the kidney had 3 or 4 coils. The device was removed approximately 1-2 weeks ago.

Manufacturer narrative:
The stents had been implanted 2006. The first stent was returned for evaluation 7/21/2006. The product was still intact and within specification. The second stent was surgically removed through open surgery in october. A proper evaluation could not be performed due to the product not being returned by request of the physician, however, dr observed the end of the stent at the kidney had 3-4 coils, the opposing end was straight.